Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("post implant pregnancy") and abortion spontaneous ("miscarriage/postimplant abortion") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed in 2010. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- events pelvic pain, abortion spontaneous, vaginal haemorrhage, menorrhagia, device monitoring procedure not performed were added. Patient's aka name added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('post implant pregnancy') and abortion threatened ('threatened abortion') in a 37-year-old female patient who had essure (batch no. 626206,629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery and miscarriage. Concurrent conditions included major depression, fatigue, malaise, depression, acid reflux (oesophageal), hypertension, multi gravida, parity 3 and stress urinary incontinence. Concomitant products included aripiprazole (abilify), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro) and nsaids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion threatened (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection: urinary tract"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and underwent a tubal ligation due to complications from the essure device. Essure was removed on (B)(6) 2012. In (B)(6) 2012, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain was resolving, the abortion threatened had resolved and the vaginal haemorrhage, menorrhagia, device expulsion, urinary tract infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2012. The apgar scores were 7 and 8 (at 1 and 5 minutes). The reporter considered abortion threatened, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from the essure device and reported that she did not undergo confirmation test (discrepant information, since hsg result reported) in (B)(6) 2012, she had an episode of heavy bleeding with likely passage of tissue in early pregnancy (< 20 weeks); fetal tissue not noted in cervical os. Placental tissue not noted in cervical os. Clinical impression: threatened abortion. In (B)(6) 2012: pregnancy at or near term, elective induction of labor, spontaneous vaginal delivery. Postpartum bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure device was successfully occluded. Pathology test - on an unknown date: gross description: right tube is in 2 pieces, together, measuring 4 cm and ranging 0.5 up to 0.7 cm in diameter. Fimbriae present. Left tube measures 4 cm in length and 0.6 cm in diameter. Fimbriae are present. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 2-aug-2019: follow-up received: lot number added and event miscarriage/postimplant abortion deleted. Correction also performed: event threatened abortion added and information from pregnancy and pathology tests added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('post implant pregnancy') and abortion threatened ('threatened abortion') in a 37-year-old female patient who had essure (batch no. 626206,629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery and miscarriage. Concurrent conditions included major depression, fatigue, malaise, depression, acid reflux (oesophageal), hypertension, multi gravida, parity 3 and stress urinary incontinence. Concomitant products included aripiprazole (abilify), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro) and nsaids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion threatened (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection: urinary tract"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and underwent a tubal ligation due to complications from the essure device. Essure was removed on (B)(6) 2012. In (B)(6) 2012, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain was resolving, the abortion threatened had resolved and the vaginal haemorrhage, menorrhagia, device expulsion, urinary tract infection, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2012. The apgar scores were 7 and 8 (at 1 and 5 minutes). The reporter considered abortion threatened, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from the essure device and reported that she did not undergo confirmation test (discrepant information, since hsg result reported) in (B)(6) 2012, she had an episode of heavy bleeding with likely passage of tissue in early pregnancy (< 20 weeks); fetal tissue not noted in cervical os. Placental tissue not noted in cervical os. Clinical impression: threatened abortion. In (B)(6) 2012: pregnancy at or near term, elective induction of labor, spontaneous vaginal delivery. Postpartum bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure device was successfully occluded.. Pathology test - on an unknown date: gross description: right tube is in 2 pieces, together, measuring 4 cm and ranging 0.5 up to 0.7 cm in diameter. Fimbriae present. Left tube measures 4 cm in length and 0.6 cm in diameter. Fimbriae are present. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Lot number: 626206 manufacture date:2007-11 expiration date: 2009-10 , lot number:629134 manufacture date:2009-01 expiration date: 2012-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-aug-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('post implant pregnancy') and abortion threatened ('threatened abortion') in a 37-year-old female patient who had essure (batch no. 626206,629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery and miscarriage. Concurrent conditions included major depression, fatigue, malaise, depression, acid reflux (oesophageal), hypertension, multi gravida, parity 3 and stress urinary incontinence. Concomitant products included aripiprazole (abilify), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro) and nsaids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion threatened (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection: urinary tract"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and cystitis ("bladder problem - bladder infection"). The patient was treated with paracetamol (acetaminophen), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2012) and underwent a tubal ligation due to complications from the essure device. Essure was removed on (B)(6) 2012. In (B)(6) 2012, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, abortion threatened, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge and cystitis had resolved and the device expulsion, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2012. The apgar scores were 7 and 8 (at 1 and 5 minutes). The reporter considered abortion threatened, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from the essure device and reported that she did not undergo confirmation test (discrepant information, since hsg result reported) in (B)(6) 2012, she had an episode of heavy bleeding with likely passage of tissue in early pregnancy (< 20 weeks); fetal tissue not noted in cervical os. Placental tissue not noted in cervical os. Clinical impression: threatened abortion. In (B)(6) 2012: pregnancy at or near term, elective induction of labor, spontaneous vaginal delivery. Postpartum bilateral tubal ligation. Discrepancy in date of insertion (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure device was successfully occluded.. Pathology test - on an unknown date: gross description: right tube is in 2 pieces, together, measuring 4 cm and ranging 0.5 up to 0.7 cm in diameter. Fimbriae present. Left tube measures 4 cm in length and 0.6 cm in diameter. Fimbriae are present. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Lot number: 626206 manufacture date:2007-11 expiration date: 2009-10. Lot number:629134 manufacture date:2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('post implant pregnancy') and abortion threatened ('threatened abortion') in a 37-year-old female patient who had essure (batch no. 626206,629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery and miscarriage. Concurrent conditions included major depression, fatigue, malaise, depression, acid reflux (oesophageal), hypertension, multi gravida, parity 3 and stress urinary incontinence. Concomitant products included aripiprazole (abilify), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro) and nsaids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion threatened (seriousness criterion medically significant). On (B)(6)2012, the patient experienced device expulsion ("expulsion of essure device"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), urinary tract infection ("infection: urinary tract"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and cystitis ("bladder problem - bladder infection"). The patient was treated with paracetamol (acetaminophen), surgery (hysterectomy with bilateral salpingectomy on (B)(6)2012) and underwent a tubal ligation due to complications from the essure device. Essure was removed on (B)(6)2012. In (B)(6)2012, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, abortion threatened, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, vaginal infection, vaginal discharge and cystitis had resolved and the device expulsion, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2012. The apgar scores were 7 and 8 (at 1 and 5 minutes). The reporter considered abortion threatened, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from the essure device and reported that she did not undergo confirmation test (discrepant information, since hsg result reported) in (B)(6)2012, she had an episode of heavy bleeding with likely passage of tissue in early pregnancy (< 20 weeks); fetal tissue not noted in cervical os. Placental tissue not noted in cervical os. Clinical impression: threatened abortion. In (B)(6)2012: pregnancy at or near term, elective induction of labor, spontaneous vaginal delivery. Postpartum bilateral tubal ligation. Discrepancy in date of insertion (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure device was successfully occluded. Pathology test - on an unknown date: gross description: right tube is in 2 pieces, together, measuring 4 cm and ranging 0.5 up to 0.7 cm in diameter. Fimbriae present. Left tube measures 4 cm in length and 0.6 cm in diameter. Fimbriae are present. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Lot number: 626206 manufacture date:2007-11, expiration date: 2009-10. Lot number:629134 manufacture date:2009-01, expiration date: 2012-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('post implant pregnancy') and abortion threatened ('threatened abortion') in a 37-year-old female patient who had essure (batch no. 626206,629134) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery and miscarriage. Concurrent conditions included major depression, fatigue, malaise, depression, acid reflux (oesophageal), hypertension, multi gravida, parity 3 and stress urinary incontinence. Concomitant products included aripiprazole (abilify), duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro) and nsaids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion threatened (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced device expulsion ("expulsion of essure device"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection: urinary tract"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and cystitis ("bladder problem - bladder infection"). The patient was treated with paracetamol (acetaminophen), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2012) and underwent a tubal ligation due to complications from the essure device. Essure was removed on (B)(6) 2012. In (B)(6) 2012, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, abortion threatened, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, vaginal discharge and cystitis had resolved and the device expulsion, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2012. The apgar scores were 7 and 8 (at 1 and 5 minutes). The reporter considered abortion threatened, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from the essure device and reported that she did not undergo confirmation test (discrepant information, since hsg result reported) in (B)(6) 2012, she had an episode of heavy bleeding with likely passage of tissue in early pregnancy (< 20 weeks); fetal tissue not noted in cervical os. Placental tissue not noted in cervical os. Clinical impression: threatened abortion. In aug-2012: pregnancy at or near term, elective induction of labor, spontaneous vaginal delivery. Postpartum bilateral tubal ligation. Discrepancy in date of insertion (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure device was successfully occluded.. Pathology test - on an unknown date: gross description: right tube is in 2 pieces, together, measuring 4 cm and ranging 0.5 up to 0.7 cm in diameter. Fimbriae present. Left tube measures 4 cm in length and 0.6 cm in diameter. Fimbriae are present. Concerning the injuries reported in this case, the following one was described in patient's medical records: pelvic pain. Lot number: 626206 manufacture date:2007-11 expiration date: 2009-10. Lot number:629134 manufacture date:2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received outcome for event pelvic pain abnormal bleeding (vaginal) and urinary tract infection updated to recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("post implant pregnancy") and abortion spontaneous ("miscarriage/postimplant abortion") in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vaginal delivery. Concurrent conditions included major depression, fatigue, malaise, depression, acid reflux (oesophageal), hypertension, multi gravida, parity 3 and stress urinary incontinence. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 1 year 8 months after insertion of essure, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia and device expulsion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent a tubal ligation due to complications from the essure device and reported that she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events pelvic pain, miscarriage, most recent follow-up information incorporated above includes: on 17-may-2018: pfs received. Expulsion of essure device was added as event. On 14-may-2018: no new clinical information was provided. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.